Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, de novo coronary vessel the 2.5 x 18 mm xience xpedition stent delivery system was advanced but could not cross the anatomy; it was noted that some of the stent struts at the proximal end were bent. The device was removed from the anatomy without issue. A second 2.5 x 15 mm xience xpedition sds was advanced but also could not cross the lesion. It was noted that slight force on the device was used and the shaft of the sds separated at the hypotube and proximal to the stent implant inside the anatomy. Both pieces of the device were removed from the anatomy together with the guiding catheter as one unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.